Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager door latch was failed. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge kept failing whenever they tried to open it. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.